Event description:
It was reported that during an adenoidectomy, the procise coblator wand was sparking and was not ablating correctly. The procedure was completed using a back-up device. There was a delay of 5 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an adenoidectomy, the surgeon misunderstood the orange glow of the procise coblator wand for ¿sparking¿ and opened a new wand and finished the case with a delay of 5 minutes and no further complications.

Manufacturer narrative:
Internal complaint reference: (B)(4) b5 and h6 updated h10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-valid complaint. Per an additional response from the customer, it was specified that the surgeon saw the orange glow of the coblation tip and misunderstood this to be sparking, therefore, there was no risk nor failure of the device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.